Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2014 at 4:30 pm. The patient stated that he obtained a reading of "361 mg/dl" with the subject meter compared with feelings/normal results. The patient manages his diabetes with oral medications with diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "heavy sweat" 30 minutes after the alleged inaccuracy began; however he denied having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the patient did not have test strips available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿heavy sweat¿ after the cable issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.